Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the patient experienced a stroke and leak. In (B)(6) 2015, a 24mm watchman ® laa closure device was implanted during a left atrial appendage (laa) closure procedure. There were no recaptures performed during the procedure and a complete seal of the laa was observed. The patient was discharged on aspirin (asa). A transesophageal echocardiogram (tee) was performed at the 45day follow-up revealing a small flow of about 2-3mm. In (B)(6) 2016, the patient presented with stroke symptoms and they had experienced an ischemic stroke. A tee was performed and compared to implantation and 45day (6week) follow-up, the device was ¿canted¿ more leaving about a 5mm gap. The patient symptoms had subsided and they were medically treated with warfarin. No further patient complications were reported and the patient¿s status is stable.